Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.

Manufacturer narrative:
Implant and explant dates are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.